Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the friable and unhealthy right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, one device was successfully pre-placed; however, on the second device, the plunger could not be fully depressed. The suture of a third, new prostyle device was successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Post procedure, due to the challenging patient anatomy, the sutures did not take and a cutdown was performed. It was found that the sutures did not capture the artery and ended up in the soft tissue. Hemostasis was achieved via manual sutures during the cutdown. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.